Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 44 mg/dl at the time of incident. Customer treated low with food. Trouble shooting was performed and found sensor glucose was 60mg/dl and blood glucose 220mg/dl. Sensor glucose and blood glucose difference is not within acceptable range and insulin delivery was suspended due to sensor value which is set at 80mg/dl. Sending replacement sensor. The customer will return product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.